Manufacturer narrative:
Manufacturer received the medwatch report with uf/importer report # (B)(4).

Event description:
The manufacturer was notified through medwatch report on 25 may 2016 about death of a patient. The patient is an elderly woman with complex medical history including no obstructive cad, htn, hyperlipidemia, mixed valvular heart disease, s/p mvr/avr done five years earlier (21-mm sorin mitroflow avr and 31 biocor mvr). The 21mm sorin mitroflow used for the avr is believed to have deteriorated prematurely. The intended valve replacement was performed.

Manufacturer narrative:
The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model lxa21, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model lx) mitroflow aortic pericardial heart valve at the time of manufacture and release.